Event description:
Patient had a malfunctioning port. He receives chemotherapy. Patient was taken to the or and a break in the catheter was found. Catheter was replaced and is functioning.====================== health professional's impression======================a small break was noted just distal to the operative field. Unknown cause of breakage and returned to the manufacturer.